Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer¿s blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, however unite alarmed motor error during basic occlusion test, due to faulty force sensor resistor (gold) .unable to confirm compromised forced sensor system due to motor error. The motor was tested outside the device and passed.